Event description:
The customer reported, the probe on the ortho provue analyzer did not dispense fluid into the forward grouping of the mts a/b/d monoclonal and reverse grouping card. Incorrect or "no dispense" can lead to erroneous test results and transfusion of incompatible blood. The operator detected the issue preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
An ocd field engineer arrived at the customer site and indicated that the syringe was not functioning properly, leading to incorrect dispense. The fe replaced the syringe and returned the instrument to expected operation. The customer performed quality control with acceptable results.